Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an extractor rx retrieval balloon device was used during a stone removal procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the physician could not inflate the balloon. The procedure was completed with another extractor rx retrieval balloon. There were no patient complications as a result of this event. The patient was in good condition post procedure. Preliminary investigation observations of the returned device confirmed that the balloon was torn.

Manufacturer narrative:
A visual examination of the returned device found that there was no damage to the catheter shaft. A functional evaluation of the returned device was performed; the balloon was inflated under water and a tear/split was observed at the proximal balloon end. Based on the results of the evaluation conducted and the details of the complaint, the most probable root cause of balloon damaged is operational context.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 15, 2010 that an extractor rx retrieval balloon device was used during a stone removal procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the physician could not inflate the balloon. The procedure was completed with another extractor rx retrieval balloon. There were no patient complications as a result of this event. The patient was in good condition post procedure. Preliminary investigation observations of the returned device confirmed that the balloon was torn.